Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's brother reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Caller stated that it was stuck in the prime rewind loop. Caller was advised that troubleshooting could not be performed because the pump was registered under his brother's name. Caller was advised to find the pump he has on file and call back for assistance.